Event description:
It was reported "port no output" when set to 30 beats per minute. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests. Analysis found the upper case, lower case, two side bail covers, ring cover, and battery drawer are broken. The ring is bent. (B)(4).